Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the clinic observed variable battery voltages and estimates. The physician elected to explant and replace the device due to variability in battery measurements and longevity estimates. No additional information was available.

Manufacturer narrative:
The reported field event of variable battery measurements and longevity estimates was confirmed in the laboratory. Further information from the field noted that the variability in battery voltage occurred after explant. The device was tested on the bench and the cause of the anomaly was determined to be the device not being at body temperature. The device¿s measurement circuit is temperature sensitive and is designated to operate at body temperature. No anomalies were found.

Manufacturer narrative:
Correction in failure analysis narrative: the reported field event of diagnostic anomaly was confirmed in the laboratory and was due to programmer software anomaly. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.